Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead had externalized conductors. The decision was made to cap and replace the lead. It was noted that the lead had previous electrical problems and the sense pace portion of the lead was capped back in 2006.

Event description:
New information received from an attorney notes that the patient also received inappropriate therapies.